Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has had his new insulin pump for less than a month and the screen is blank. Customer replaced the battery, but the screen is still blank. Customer's blood glucose is 282 mg/dl. He treated with the device. The esc and act button do not pop. The device may have been bumped against doors. Customer uses cvs batteries. The battery cap or battery compartment is not damaged or corroded. Customer cleaned the battery cap contacts and took the battery out for ten minutes. The display returned. The device passed the self test.